Event description:
Patient lost hearing in 2003 following pneumococcal meningitis. She underwent implantation on the right ear for cochlear implant. Electrode insertion was somewhat difficult. However, it was completely inserted. In 2007, she underwent placement of nucleus freedom device in the left ear. Since then, she has done poorly with this device. She has continued to hear better with the right cochlear implant as opposed to the left. Therefore, she was scheduled for the explantation and reimplantation of left cochlear implant. She currently complains of headaches when she gets home from work. She denies any otalgia or otorrhea, no current fevers, chills, chest pain, or difficulty in breathing.